Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra mini meter read inaccurately high in comparison to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that, at 10.00am on an unspecified date, he obtained an alleged inaccurately high reading on the subject meter compared to his feelings/normal results but could not remember the exact reading. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with self-adjusted insulin doses (unspecified type) and explained that he continued to follow his normal diabetes management routine in response to the alleged inaccurately high result. The patient advised the csr that he developed symptoms of ¿sweating, had ravenous hunger and inner restlessness¿ after the alleged product issue began and that he self-treated his symptoms with food and drink. The patient denied performing a blood glucose test on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and that the test strips had been stored correctly and were within expiry. The csr was unable to walk the patient through a control solution test at the time of troubleshooting as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.